Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone and a 5 x 100 in.pact admiral during treatment of a moderately calcified plaque lesion in the right proximal sfa with 80% stenosis. The vessel diameter and lesion length are 5.5mm and 80mm respectively. The vessel is little tortuous a non medtronic 6fr sheath, medtronic 0.014 guide wire and 5mm spider fx were used. A small dissection was noticed at the target lesion post hawk usage. The physician decided to go in with the drug coated balloon and the dissection extended from the original. A stent was then placed across the dissection. An evercross pta balloon was attempted to cross the newly deployed stent but it failed. There was not damage to device packaging. There was no issues noted when removing device from hoop/tray. The device was prepped per IFU with no issued identified. There was severe resistance encountered when advancing the device. The device was safely removed from the patient. A nanocross pta balloon was used to cross the lesion and complete the procedure. There was no further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.